Manufacturer narrative:
(B)(4). Part of the set was received for evaluation. Visual inspection revealed a small cut above the clearlink. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution administration set was found to have a small fracture in the tubing, which resulted in chemotherapy spillage. The solution did get onto the patient¿s skin and clothing. However, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.